Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the affiliate that the ez45b staple formation was not good when firing. The surgeon put some overstitches to complete the case.